Event description:
Tech alleged, bed exit system will not place a call, bed tape switch. No injuries reported. Bed was tagged and removed from service.

Manufacturer narrative:
Technician found a bad tape switch. He replaced bed exit tape switch to resolve.